Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory. Complaint summary: date: (B)(6) 2013, inratio: 2.7, lab: 5.7, time between testing (twenty (20) hours). Date: (B)(6) 2013, inratio: 3.2, lab: 5.7, time between testing: (two (2) hours). Pt's therapeutic range is 2.5-3.5. The pt experienced nose bleeding two hours after obtaining inratio result of 2.7 on (B)(6) 2013. Pt went to the hospital because of the nose bleeding. Lab draw was done twenty hours after getting 2.7 on the inratio meter, and the lab result was 5.7. The pt was given vitamin-k after obtaining the result of 5.7 on the lab test. A second lab draw was performed on (B)(6) 2013 and the result was still 5.7. The pt was instructed to hold coumadin for two days. Two hours later after doing the second lab test, the pt tested on inratio meter and the result was 3.2. The pt is home on (B)(6) 2013 and is fine.